Event description:
It was reported that the patient experienced a vf episode and the device did not deliver hv therapy. As a result the patient expired. Interrogation of the device displayed a message that the high voltage lead impedance was less than 10 ohms. An alert was also noted that there was a possible output circuit damage.

Manufacturer narrative:
The analysis report for the associated ICD suggests a system short circuit was caused by lead insulation failure.

Manufacturer narrative:
A partial lead was returned, approximately 9cm from the connector pin. The damage found was sustained during the explant procedure. Unable to perform a complete evaulation without return of entire lead.